Event description:
It was reported that during preparation of a recanalization procedure, the catheter was allegedly found to be ruptured in the middle. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 02/2023).

Event description:
It was reported that during preparation of a recanalization procedure, the catheter was allegedly found to be ruptured in the middle. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one seeker crossing support catheter was returned for evaluation. The support catheter was returned as two segments. A complete circumferential break was noted. Segment one consists hub and catheter. Segment two consists of the distal end of the catheter. Therefore, the investigation is confirmed for the break issue as the break was noted to the catheter. A definitive root cause for the reported break issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 02/2023), g3, h2. H11: g1, h6 (method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the initial MDR was inadvertently submitted with a g3 date of 03/01/2022. The correct g3 date is 02/25/2022. H10: d4 (expiry date: 02/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of a recanalization procedure, the catheter was allegedly found to be ruptured in the middle. The procedure was completed by using another device. There was no patient contact.